Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that there was an alleged inaccuracy and cerebrospinal fluid (csf) leak during a surgery. During surgery, the surgeon caused a csf leak on the patient. The leak was packed. This resulted in a surgical delay of less than 1 hour before the surgery was aborted. Imaging and navigation were also noted as having been aborted. The manufacturer representative (rep) arrived on site and found that the scan was not done to protocol with parts of the forehead were missing. The rep does not suspect that the system is at fault. The rep believes that the surgeon was operating a little too far superior due to his inexperience and this caused the csfleak.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was completed.